Manufacturer narrative:
(B)(4). Device evaluated by MFR.: synergy mr, ous mr 24 x 4.0mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent moved distally on the balloon for approx. 5mm. There was evidence of crimp marking on the balloon body. The first two proximal struts did not show any sign of damage and the struts were tightly in a crimped position. The 3 most distal struts were stretched, misaligned and pulled in a distal direction towards the distal tip. The remaining struts were damaged and appeared to be lifting from their crimped stent profile. The crimped stent outside diameter (od) at the undamaged proximal edge of the stent was measured and is within specification. Based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 20-may-2016. It was reported that catheter tip damage and shaft kink occurred. During unpacking of a 4.00 x 24 synergy¿ drug-eluting stent, it was noted that about 2-3cm form the tip and 6-7cm from the shaft side was lifted up a little. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed that the stent was damaged and moved on balloon.